Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission episodes of non-sustained right ventricular oversensing was observed. Patient was asymptomatic. Fluoroscopy imaging was discussed to determine if metal-to-metal contact was possible to be the cause. Lead provocative testing, deep breathing, coughing, and having the patient in different positions to see if oversensing can be provoked was recommended. Physician elected to monitor the patient due to not having any new recorded episodes. The patient will not be brought into clinic for further testing to identify the cause of the oversensing. No patient symptoms or adverse consequences were noted.

Manufacturer narrative:
(B)(4)

Event description:
New info received: it was reported that episodes of noise stored as nsvt was observed via merlin.net transmission. Noise appeared to be related to emi. Patient is pacemaker dependent and had a pacing pause due to the oversensing. No information regarding what the patient was doing at the time of event. Programming changes were recommended. Physician wanted patient to be seen by the implanting physician. Patient will continue to be monitored via merlin.net. Patient is stable.